Manufacturer narrative:
This MDR was generated under protocol b10009704. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: physical condition excellent. Both tamper seals were intact. Functional testing and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. Although speaker was inspected with no issues identified, it was replaced as a preventative measure.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.